Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the touch screen functioning. The se reviewed the device logs and did not find any hardware related failures stored in memory. The se was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the touchscreen on a 980 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.